Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as there was no tortuosity and no calcification in the iliac arteries. The pt is currently on dialysis and is on a transplant waiting list. Prior to the procedure the CT demonstrated that there was a dissection around the level of the renal arteries. The physician planned to implant an endurant bifurcate stent graft up to the level of the sma initially covering the renal arteries. The stent graft was implanted and there was a proximal type I endoleak and the ivus revealed that there was some infolding around the dissection area, clearly identifying the source of the proximal type I endoleak. The physician elected to implant an aneurx cuff inside the endurant. The stent grafts were modeled with a reliant balloon. Ivus revealed a dramatically better result, however, the completion angiogram revealed there was still a slight type I endoleak. There has been no further treatment for this pt and the pt will continue to be monitored. No clinical sequelae were reported, and the pt is fine. There was an internal review of films at the implant; however, it was inconclusive as to the cause of the infolding and endoleak, and relationship to the pre-operative dissection.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak), (pre-existing dissection), (covering the renal artery).